Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing bench handling and full functional testing without duplicating the report. The monitor board was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "internal error occurred - system reset required" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.